Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not working. The ipp was explanted. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information will be provided as relevant information becomes available.